Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that about 15 years ago the patient had a MRI and the pump did not resume normal function afterwards. It was reported that the patient had a "really bad time." No further complications were anticipated/reported.